Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that a portion of this wire was inadvertently left in the patient during an implant procedure. There was no further information provided. Attempts to obtain additional information were made but unsuccessful. This product was used as is. No additional adverse patient effects were reported.